Manufacturer narrative:
Pending investigation. D10: 02-012-51-3013 logic tib insert impl crc, sz 3, 13mm (B)(6).

Event description:
As reported, approximately 11 months and 7 days post the patient's first right knee revision, the patient underwent a second revision of the right knee due to metal sensitivity and ongoing pain. Patient was not revised to exactech device upon second revision. No additional information at this time. First knee revision reported under 1038671-2017-00409.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d8 g4: 510k unknown due to specific device not being reported the following sections were corrected: the revision reported was likely the result of the patient¿s metal sensitivity, which may have caused joint pain. ¿metal sensitivity reactions or other allergic/histological reactions to implant materials¿ is stated in the product labeling under device specific risks. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.